Manufacturer narrative:
The device db1216, serial number (B)(6), was not returned to boston scientific for analysis; therefore, the reported complaint could not be confirmed. A review of the device history record (DHR) was conducted and verified that the device met all manufacturing specifications prior to shipment. No deviations or anomalies were identified that could have contributed to the reported event. The product labeling outlines potential risks associated with use, including implant site complications such as pain, poor healing, redness, warmth, swelling, or wound reopening. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: cause not established. Additional pro code selection that applies to the indication of this device <nhl, pjs>.

Event description:
It was reported that a deep brain stimulation (dbs) patient was observed to have a persistent pinhole opening at the implantable pulse generator (ipg) incision site. The patient reported that the wound had not fully closed since the initial implantation procedure. The patient underwent a revision procedure in which the small opening over the ipg was cut out and the incision re closed. Antibiotic therapy was administered, and the patient was discharged in stable condition. Postoperative the patient is recovering well, with no complications reported.